Event description:
It was reported that an exactamix 500 ml eva tpn bag leaked from the administration port. The issue was noticed during set up. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.